Event description:
The customer stated that she tested her blood glucose using a contour meter and a glucometer elite meter. The contour read 239 mg/dl, while the elite read 114 mg/dl. The difference between the readings fall in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. A check strip and control solution were being sent to the customer for further troubleshooting of the system. No product will be returned at this time.